Event description:
Boston scientific received information that this patient has a history of ventricular tachycardia (vt) that has been successfully converted with anti-tachycardia pacing (atp) therapy in the past. The patient's vt became more frequent so the physician reprogrammed the device to more aggressive atp. Today, there was a vt episode where the device appropriately delivered atp which accelerated the rhythm to a ventricular fibrillation (vf). When in vf the device delivered shocks which did not convert the rhythm until therapy was exhausted. The boston scientific field representative states a fault code appeared after the shocks which they had to clear. The patient then received external shocks which converted the rhythm. The field representative was reviewing the episode and noticed that the shock impedance on the right ventricular (rv) lead was greater than 125 ohms on the second to last shock and less than 20 ohms on the last shock. The patient was intubated until a revision could be performed. Subsequently the device and lead were revised to a non-boston scientific device and rv lead. The physician capped and abandoned the lead but reports seeing a break in the lead at the subclavian. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a detailed analysis was performed. The lead was returned severed 137 millimeters from the terminal pin and only the proximal segment was returned. Set screw marks noted on the is-1 terminal pin and ring, and on the distal and proximal high voltage terminal pins. The allegation could not be confirmed by analysis on the portion of the lead returned.